Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the introducer needle detached from the applicator during insertion of the sensor. The insertion site was at the arm. No additional event or patient information is available. No product was provided for evaluation. The reported event of detached introducer needle could not be confirmed. A root cause cannot be determined. Labeling indicates: do not insert the sensor component of the dexcom system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom system is not approved for other sites. If placed in other areas, the dexcom system may not function properly.